Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), due to narrow tricuspid valve, it was difficult to withdraw the delivery sheath through the delivery catheter. The leadless implantable pulse generator (ipg) was could not be placed at the right ventricle due to high thresholds. Re-attempts were made to place the device in a different position, however, it became difficult to operate the catheter. The catheter tip was deformed and the shape of the catheter was bent/kinked. The device and the delivery system was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.